Event description:
It was reported that the patient experienced phrenic nerve stimulation at every pacing point on the left ventricular (lv) lead. The physician elected to implant a left bundle pacing lead. The lv lead was explanted. The patient was stable.

Manufacturer narrative:
The lead was explanted and returned due to phrenic nerve stimulation. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies. The s-curve height was measured within specification.